Manufacturer narrative:
H3 other text : device was evaluated by third party service center.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's sytem board, flow sensor and blower assembly was replaced to address the issue.